Event description:
It was reported that cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the error did not reoccur, and the customer successfully started their sensor session.